Event description:
The iab was not long enough. The sheathless guard was cut and the iab was used without further problems. Event complications: none from the event - reported 11/20/96. Pt's current status: unk - 11/20/96.